Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported to ms&s that she has an aspira drainage system and the catheter appears to be damaged as it is "sunken" in. She does not know how this happened. Confirmed that if the little blue area in the middle of the catheter cap is "sunken" in, it is damaged and may need to be repaired. Patient has only been using the drainage bags to access the catheter and has not had any issues. The patient is not experiencing any shortness of breath. Advised the patient to go to the emergency department if this occurs and to contact her physician regarding the damaged catheter.